Event description:
During biomed testing the device's pacer output was incorrect. When device was set to 40 milliamps, the pacer, output was 48 milliamps; when set to 80 milliamps, the pacer output was 92 milliamps. When the device was set to 140 milliamps, the pacer output was 162 milliamps. Complainant indicated that there was no patient involvement in the reported malfunction.